Event description:
Reportable based on product analysis completed on (B)(4) 2012. It was reported that during an embolization treatment procedure, the coil would not advance in the microcatheter. The target lesion was located in the patient's moderately tortuous pulmonary artery. Utilizing intermittent flush, a .021' renegade stc microcatheter was placed in the vessel. The 5.0mm x 15cm interlock coil was then inserted, but resistance was noted in the mid portion of the catheter and the coil would not advance. The procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the tfe had pulled back from the pusher wire.

Manufacturer narrative:
Device evaluated by MFR: visual examination revealed the coil and pusher wire were returned inside the introducer sheath. The main coil and pusher wire arms were interlocked in the introducer sheath. The twist lock appeared to be fully opened and the pusher wire was pulled proximally, as the pusher wire coil was present in the twist lock. A large bend was noted on the proximal end of the introducer sheath. Slight resistance was met when removing the pusher wire from the proximal end of the introducer sheath. Large bends were present at the distal and proximal ends of the wire. During removal from the sheath, the interlocked arms had opened inside the sheath near the twist lock. The coil had to be pushed through the distal end of the intro sheath using the pusher wire. Bends were noted on the introducer sheath. The coil was inspected on removal, no anomalies noted. Microscopic inspection revealed a bend at the distal end of main coil; the zap tip shape and surface were smooth. The interlocking arms of the main coil and the pusher wire ss coil revealed no anomalies. The tfe was pulled back from the pusher wire, but was still attached, at approximately 36.3mm from the proximal marker, 39mm to end of coil. Dimensional measurements which were able to be taken met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).